Manufacturer narrative:
It was reported to abbott, following a drg permanent implant surgery, the patient had a fistula in the lumbar region. On the return visit, the physician noted the lead was exposed. The exposed lead was explanted. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Section b3: date of event is estimated. During processing of this incident, attempts were made to obtain complete device information; however, no further information was received. Section d4: serial number and lot number is unknown section d4: serial number and lot number are unknown; therefore, the expiration date and unique device identifier (UDI #) are unknown. Section h4: device manufacture date is unknown as serial number and lot number are unknown.

Event description:
It was reported that the patient had a fistula in the lumbar region and the lead was exposed. No accidents, falls, trauma, or weight fluctuations were reported. Surgical intervention was undertaken wherein the lead was explanted.

Manufacturer narrative:
Section d6a - date of implant - date of implant should have been (B)(6) 2023 rather than (B)(6)2023.